Event description:
It was reported that pt underwent a hip procedure in 2006. The pt made a wrong step dancing and felt something wrong with her hip. X-rays showed a fractured ceramic head. Revision surgery was performed in 2009, with no further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Fractured component has been forwarded to supplier for evaluation. A follow up report will be forwarded to the FDA upon completion of evaluation. This report filed may 22, 2009.